Manufacturer narrative:
The reported event was confirmed as one unpackaged ar-8770-02-ru, 5.0mm, drl bit, cannulated, reusable, batch number 916440, was received for investigation. Upon visual inspection, it was observed that an ar-8737-56 guide wire plunger is stuck inside the cannula (see evaluation pictures 3 + 5). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
It was reported that during a foot surgery the drill bit broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 12-may-2026: during incoming inspection of the returned devices, it was found that the initially provided complaint information was incorrect. During the visual evaluation it was found that the drill bit became stuck inside the guide and no part of the device broke off.